Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An initial report was received from a healthcare professional. A consumer experienced damaged cornea, watering eye, red eye, and corneal abrasion after wearing contact lenses in an unknown eye. A consumer visited an eye care professional for a reported event. An eye care professional instructed a consumer to stop wearing contact lenses for weeks. A consumer was prescribed unspecified antibiotic medication with an unknown frequency for a duration of three weeks. A consumer¿s treatment is ongoing. The current status of the consumer eye is symptoms continuing at the time of this report. Additional information has been requested but not yet received at the time of the report.

Manufacturer narrative:
D9.,h.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A2.,b5.,: new information has been received and the additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information regarding prescribed medication to the consumer was received during follow up. Tobramycin eyes drop at a frequency of one drop four times a day in the left eye for six days. Ciprofloxacin eyes drop at a frequency of one drop four times a day in the left eye for six days. Trehalose and sodium hyaluronate eyes drop at a frequency of one drop every two hours during the day in the left eye for six days. Then, three times a day for one month. Sodium hyaluronate 0.3 percent gel at a frequency of one to two drops at bedtime in the left eye for one month.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed; no complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).